Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had frozen display, the time was not advancing, and the buttons were unresponsive. It was stated that the insulin pump did not alarm during or after the buttons stopped responding. The battery was removed for two hours and the anomaly continued. It was mentioned that the customer was pregnant. No further information was provided.